Event description:
It was reported that the touchscreen for the cardiosave intra-aortic balloon pump (iabp) was not responding. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and replaced the touchscreen to correct the issue. In addition, the stm reset the cord winder then completed preventative maintenance (pm), all safety, functionality, and calibration checks which all passed per factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the touchscreen for the cardiosave intra-aortic balloon pump (iabp) was not responding. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.